Event description:
I got a breast augmentation around this date. I had immediate issues. Constriction, nerve problems in my upper torso. I was diagnosed with ibd in 2004. Never had any bowel problems prior.